Event description:
The spike on the pump set broke off in a premixed nitroglycerin bottle of IV solution. Incident occurred during transport of a patient in an ambulance to another hospital. The ambulance hit a bump, the bottle swung up and down and the spike broke. Bottle did not hit anything. No adverse patient effect. Patient's complaint was chest pain at the time, but pain did not worsen prior to arrival at the hospital. Transport was within 5 minutes of hospital when the event occurred. IV was restarted at hospital.

Manufacturer narrative:
The set involved in the incident was returned and visually examined. The piercing pin breakage was confirmed. The portion of the piercing pin which was returned was the base (attached to the remainder of the set). The piercing pin point that had broken away was not returned . The piercing pin point had sheared away flush at the based on one side increasing to approximately 1 millimeter higher at the other side. The breakage appeared smooth at the side flush with the base and slightly jagged at the side raised up approx. 1 mm. No other similar complaints have been registered against the lot number involved. The lot history packages for the two piercing pin commodity lots utilized in the final lot were reviewed and found acceptable. The final product work order was also review and found accceptable. A search of the plum product group complaints files was performed for the period from 1/1/96 to 5/13/98. No reports of similar events were found. No conclusion can be drawn for the cause of the breakage.